Event description:
A caller reported cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. The customer was guided through a pump reset by technical support, and the issue was resolved as the pump did not display the cgm error code again. Additionally, the caller was able to successfully start their sensor session.